Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's power supply needs replaced to address the issue. There was evidence of physical damage. During the evaluation at the manufacturer's service center, an issue with the device's active exhalation control module was observed, and a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module needs replaced, and the tubing was reseated from the porting block to the active exhalation control module to address the issues.